Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.

Manufacturer narrative:
The following implanting surgeon names were provided; however it was not specified which products are related: (B)(6). The hospital was (B)(6).